Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the leadless pacemaker (lp) system implant procedure, the introducer was introduced to the patient and within minutes, the patient experienced low blood pressure and became unstable. The wire used with the introducer was a stiff product and the atrial appendage was perforated. The wire used was not an abbott product. An effusion was observed on the echocardiogram. Open heart surgery was performed to stabilize the patient. Days following the procedure, the patient passed away.